Event description:
It was reported that the right ventricular lead had low sensing. During the lead revision procedure blood was visible in the superior vena cava (svc) connector port of the implantable cardioverter defibrillator (ICD). Both the ICD and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.